Event description:
It was reported that during a sleeve gastrectomy procedure the device was locking prior to firing. This occurred 3 times within the same case. On the first lockout the surgeon closed the device and attempted to reopen but could not. Used reverse button to open, reload was inspected for movement of sled. Reload appeared intact closed the device and performed a dry fire with the same reload successfully. The next lockout the sled on the reload appeared to have advanced forward. Replaced reload ensuring the appropriate reload techniques and aggressive swishing was performed. Dry fired the device immediate lock-out. A new device was used. Final lockout again surgeon closed, attempted to open, unable to open jaws, used reverse button opened jaws. Inspected sled on reload appeared intact. Surgeon proceeded to reinsert, closed device, opened jaws to ensure no lock out, closed again fired. Device operated correctly and the procedure was completed. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: what color cartridge was being used? Green. What other color cartridges were used before and after this event? Green prior, blue after. Was buttressing material utilized? If so, which product? Yes. Seamgard. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number, so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). The analysis results showed that one pse60a device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. Please note that this condition is unrelated with the reported incident. The device was tested for functionality in the straight position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed, fired and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.